Manufacturer narrative:
The device was returned for analysis. During visual inspection the kink was observed in the telescope assembly. Impedance inspection shows an electrical open at proximal wave. Visual and microscopic inspection revealed residues in the imaging window. Electrical issue was the result of a broken coax cable and stretched drive cable approximately 130-140cm from distal housing and transducer housing or detachment of housing material consistent with saline damage.

Event description:
It was reported that device contamination occurred. The target lesion was located in the middle of left anterior descending artery and left coronary artery. An opticross imaging catheter was selected for used. After maintenance, the ultrasonic console could not be started and the catheter was observed contaminated. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that device contamination occurred. The target lesion was located in the mid left anterior descending artery and left coronary artery. An opticross imaging catheter was selected for used. After maintenance, the ultrasonic console could not be started and the catheter was observed to be contaminated. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.